Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. In addition, it was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.